Manufacturer narrative:
Result: scale not functioning accurately due to a faulty load cell.

Event description:
It was reported by service report that the scale was not functioning properly. It is unknown if there was patient involvement or adverse consequences to report.